Event description:
Hosp staff report that during an open chest procedure, operating room staff charged a device with internal paddles attached, the device then dumped the charge. The device operator retrieved a back up set of internal paddles and continued care to the pt. The reporter stated there were no adverse affects to the pt as a result of device operation. The reporter's opinion was based on the availability of a back up paddle set.